Event description:
The reporter stated the surgeon attempted to insert a 13.2mm micl 13.2 implantable collamer lens in the patient's right eye (od) but the lens tore. There was no patient contact or injury. The reporter stated the backup lens was implanted with no problem.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Torn material. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.